Event description:
It was reported that the pump was not working right: the patient never had a therapeutic benefit since implant; had a lack of general efficacy from what was expected. The patient¿s spasticity reportedly got worse after he got the pump because the healthcare provider (hcp) had been taking him off his oral medications. The hcp had been increasing the dosage in the pump every week, and was reportedly increased 15% last week. The hcp believed the patient was not getting the baclofen. The hcp did a fluoroscope/dye study, magnetic resonance imaging (MRI), and a computed tomography (CT) scan on monday and told the patient his catheter was in the wrong spot; that it was epidural rather than being in the spinal column. They told the patient on the date of the report that they wanted to do a surgery on him the next day to move the catheter. The hcp reportedly filled the pump ¿with a small amount;¿ the printout said 40 ml. The hcp wanted to increase the concentration next time, ¿but might not need to since it is not going in the correct place.¿ the patient was also taking oral baclofen at the time of the event. A catheter revision was performed on (B)(6) 2015 and the spinal segment was revised; no segments were left in the intrathecal space. The patient was doing well since the revision, and recovered without permanent impairment. The pump system was being used to infuse baclofen (unknown).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).